Event description:
The sales rep was preparing the cassi rotational core biopsy device for use by turning the co2 canister to activate the device. When the co2 canister was pierced the handle split, the battery door disengaged, and an internal component fell out of the device handle. This device was not used in a pt. Another device was used to complete the procedure. There was no reported pt or user injury.